Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had a low pressure alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a low pressure alarm while device was in use. No patient harm.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and resolved the issue by replacing the scroll compressor. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.